Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the device failed incoming visual/functional check, with power supply broken and taped back together (note: device would not power up using customer returned/repaired power supply). Pre-visual observed power adaptor wire damage. The device powered up and passed using a known good power supply.

Event description:
It was reported that when pressing the start button, the monitor did not progress with the transmission. The monitor had been dropped and was duct taped back together. When plugged in, the standby light came on, but nothing happened when the start button was pressed. The monitor was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.